Event description:
It was reported that externalized conductors were observed. Since the patients ejection fraction was normal, the lead was capped and not replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.